Manufacturer narrative:
Similar product to 190-000. Investigation summary: the required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported a false positive result with the ID now covid-19 assay on a nasal swab sample on (B)(6) 2022. Confirmation pcr testing (platform unknown) was performed on a nasal sample on (B)(6) 2022 which generated a negative result. The patient was reported to have been asymptomatic at the time of testing and had history of covid-19 infection in (B)(6) 2022. No further information was reported.